Event description:
A customer called in inquiring about purchasing incorrect test strips and adc customer service educated customer about correct product to purchase for the meter or insulin delivery system. The customer further reported experiencing a hypoglycemic episode with subsequent loss of consciousness due to being unable to take a test. There was no third-party medical intervention reported. The customer reportedly self-treated by eating pretzels to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Similar readings to those the customer reported were found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 450 mg/dl and 125 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.